Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump alarmed motor error during basal delivery. Customer's blood glucose was 175 mg/dl. Troubleshooting was performed. Customer was at a water park and the device got wet. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer's mother was advised to insert a new battery and the device had alarmed failed battery test and battery out limit. She was unable to clear the alarm as the buttons were unresponsive. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor, moisture damage found on the electronics and motor and with intermittent button response due to corroded keypad traces. The insulin pump has normal operating currents. No unexpected low battery alarm. The insulin pump was received with cracked case at the display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.